Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service could not reproduce or confirm the customer¿s reported image issues. Upon further evaluation of the device, service found switches 2 and 3 had a weak click feeling and operation was slow. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that there was image noise, and the image would disappear when the connecting part of the subject device was shaken. There was no patient or user injury reported due to the event. This report is being submitted for the loss of image. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information was received from the customer. The event occurred during a tur (transurethral resection) procedure. The procedure was completed without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image was likely due to a problem with the connector part of the otv side. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.